Event description:
It was reported that a pericardial effusion occurred. A left atrial appendage (laa) closure procedure was performed using a watchman flx laa closure device with delivery system (wds) and a watchman fxd curve access system (was). Prior to the commencement of the procedure a 2mm baseline pericardial effusion was identified. The patient was administered heparin prior to the transeptal puncture (tsp). Difficulty was experienced performing the tsp due to patient anatomy and the guidewire was unable to be visualized in the laa following the tsp. The baseline effusion increased in size to 3mm and a pericardiocentesis was performed. Approximately on liter of blood was removed and two units of blood were transfused. Angiography and transthoracic echocardiogram revealed the pericardial effusion was stable. The patient remained stable and the procedure was successfully completed.